Event description:
It was reported that a patient experienced an allergic reaction shortly after receiving an insertable cardiac monitor. Symptoms of an allergic response appeared within a few days of implantation. The icm was removed approximately two weeks after implantation. No additional adverse patient effects were reported.

Manufacturer narrative:
The explant date was a approximate based on the event summary "it was removed after 2 weeks". A gfe was sent to request the explant date. If the information will be providing a supplemental report will be sent.